Manufacturer narrative:
The evaluation noted in the revision reported was likely the result of an insufficient bond between the femoral component and the bone, which may have led aseptic (non-infected) loosening. The loosening may have led to an increase in cement and bone particles in the joint space and resulted in prosthesis wear. However, this cannot be confirmed as the explants were not available for evaluation. No information provided in the following section(s): a4, a5, and b6. (D11)concomitant devices: concomitant devices: logic femoral ps cem left sz 3.5 (cn: (B)(4), sn: (B)(6). Logic tibia ps mod insrt sz 3.5 11mm (cn: (B)(4), sn: (B)(6).- lgc tibial fit tray cem sz 3.5f / 3.5t (cn: (B)(4), sn: (B)(6). 2pk, schanz pin 4mmx130mmx40mm thrd (cn: (B)(4), sn: (B)(6). Three peg patella 35mm (cn: (B)(4), sn: (B)(6). Logic tibia ps mod insrt sz 3.5 9mm (cn: (B)(4), sn: (B)(6). Lgc tibial fit tray cem sz 3.5f / 3.5t (cn: (B)(4), sn: (B)(6). Three peg patella 35mm (cn: (B)(4), sn: (B)(6).

Manufacturer narrative:
H10. Additional information. D4, d8, h6 health effect - impact code, h7, h9 . H3. Updated investigation - the revision reported was likely the result of prosthesis wear, osteolysis, and an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The deviation of the hka angle by >3º relative to neutral may have resulted in misalignment of the knee, which may have contributed to the femoral loosening and prosthesis wear observed. However, the extent and root cause of the prosthesis wear, osteolysis, and femoral loosening could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided. These devices are used for treatment not diagnosis. There is no other information.

Manufacturer narrative:
Pending evaluation. Concomitant medical devices: logic femoral ps cem left sz 3.5 (cn: 02-010-01-0235, sn: (B)(4)); logic tibia ps mod insrt sz 3.5 11mm (cn: 02-012-35-3511, sn: (B)(4)); lgc tibial fit tray cem sz 3.5f / 3.5t (cn: 02-012-45-3535, sn: (B)(4)); 2pk, schanz pin 4mmx130mmx40mm thrd (cn: 201-78-99, sn:(B)(4)); three peg patella 35mm (cn: 200-02-35, sn: (B)(4)); logic tibia ps mod insrt sz 3.5 9mm (cn: 02-012-35-3509, sn: (B)(4)); lgc tibial fit tray cem sz 3.5f / 3.5t (cn: 02-012-45-3535, sn: (B)(4)); three peg patella 35mm (cn: 200-02-35, sn: (B)(4)).

Event description:
The aware will be (B)(4) 2019. This project was to find the information submitted by dr. (B)(6) to cases already entered into the exactech complaint system. There has been research into the current electronic complaint handling system, the legacy complaint handling spreadsheets, and the most recent backlog 2018-2019 complaint handling spreadsheet to find matching complaint information. This patient has no match to any of the information we have. Clinical summary it was reported that a (B)(6) yo (B)(6) lbs. Male experienced a right knee revision surgery due to loosening and polyethylene wear on (B)(6) 2019, to non-exactech devices. The patient was last known to be doing well, he had a follow up doctor¿s visit on (B)(6) 2019. Preoperative diagnosis- polyethylene wear of right knee joint. Postoperative diagnosis - mechanical loosening of internal right knee prosthetic joint 2. Polyethylene wear of right knee joint prosthesis. Findings - significant amount of granulation tissue and synovitis, tissue cultures were taken. Very large cavitary lesion on the distal medial femoral condyle. Tapped femoral component with an osteotome on lateral side and the implant fell off the bone. Cyst tibial canal was slightly bowed and offset. Patient information - dob (B)(6), bmi (B)(6). Relevant medical history- right shoulder joint surgery (unk date), bilateral tka on (B)(6) 2014 for severe bilateral knee arthritis with varus deformity in active patient; right tka revision ((B)(6) 2019) and osteoarthritis. These devices are used for treatment not diagnosis.